Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that when she gives herself a bolus, the insulin pump is not giving her the right amount of insulin either too much or not enough. The customer also mentioned that she was not able to see insulin exiting from the tubing during filling and it happened a month ago. Reviewed the alarm history and found several no delivery alarms. The caller mentioned that by changing the infusion set the alarm was resolved. No further information was provided.